Event description:
New information reported that programming changes were made to address the t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited t-wave oversensing. No patient consequences were reported. No further information was available.